Manufacturer narrative:
The device was not returned for evaluation; it was discarded at the hospital. Without return of the unit it is not possible to determine if some damage or defect existed on the unit that could have contributed to the event. It is not known if some procedural factors may have contributed to the event. The ifus have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective actions will be taken at this time. Other possible lot numbers: 60364774 manufactured date: 04/14/2016 expiration date: 04/14/2018, 60169159 manufactured date: 09/16/2015 expiration date: 09/15/2017. The product passed all manufacturing inspections without non conformance related issues.

Event description:
Upon completion of obtaining a blood sample from the line of an arterial catheter, the clinician reported that a portion of the tubing ¿disconnected at the level of the purge system¿. Leakage of blood occurred but it is unknown how much. The tubing was changed out for a new set and the problem was resolved. There were no adverse consequences to the patient. The lot number involved was not known but the hospital provided 3 potential lot numbers. The device was discarded at the hospital.